Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device needle could not go out when wanted to inject. The issue occurred during a colon polypectomy procedure. The procedure was completed using a new device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Additional field updates: d4 expiration date, d4 lot number, h4. This supplemental report is being submitted based on additional information provided.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device needle could not go out when wanted to inject. The issue occurred during a colon polypectomy procedure. There were no reports of patient harm.